Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor cannula was missing an electrode. Customer's blood glucose was 77mg/dl at the time of incident. Troubleshooting advised customer that the sensor would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
Inspected one opened and used sensor. We performed visual inspection found sensor needle bent inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened and used.